Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jul19. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported cannot adjust fraction of inspired oxygen (fio2) failed. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 01aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed that the customer did not find an issue with adjusting the fraction of inspired oxygen failing. The customer's problem was no longer an issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.